Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore only based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been inspected. Inspection of the episode holter showed 3 documented episodes recorded on july 14, 2021 between 04:47 pm and 05:03 pm. All 3 episodes were regularly detected by the device due to intrinsic heart signals. Next, the status logging was analyzed. The status log showed, that the ICD repeatedly detected the magnet application on july 14, 2021 between 04:04 pm and 05:32 pm. Each detection led to the activation of the magnet mode. The magnet mode was found to be active for a maximum of 20 minutes at a time. In a further analysis step, magnet application tests were performed with an identical device to prove the magnet detection behavior of this type of device. During the test a biotronik magnet was applied in different orientations and distances over the device. The test showed no irregularities. For all used orientations and distances, the device detected the applied magnet as expected and activated the magnet mode for the whole period of magnet application. In conclusion, the device data showed, that the device intermittently detected the applied magnet on july 14, 2021 between 04:04 pm and 05:32 pm, which led to a repeated activation of the magnet mode. It is reasonable to assume, that the magnetic field strength sensed by the device fluctuated around the magnet detection threshold during the reported tavi procedure. The root cause for the fluctuating magnetic field strength over the device was, however, not determinable based on the available data.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) a magnet application did not inhibit therapy functions of the ICD resulting in the delivery of inappropriate shocks during the clinical procedure.